Event description:
It was reported that the system 2600 displayed "regular failure" several times during a procedure. The system had to be reinitialized each time creating great delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit boards were reseated. The system was tested at high fluoro and found to be working as intended and placed back into service.